Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer was hospitalized due to low blood glucose level from the attorney of the family. Customer stated that her glucose was at a low level and she passed out and hit her head. She explained that on (B)(6) 2017, her blood glucose dropped to 52 mg/dl while she was driving causing her to go unconscious. Similarly, on (B)(6) 2017 after her blood glucose suddenly dropped, she went unconscious, hit her head, and had to go to the emergency room for treatment. Customer stated that the infusion set was changed that evening (B)(6)2017 blood glucose was 363 mg/dl. During this call customer confirmed that both episodes occurred with recent set changes. The customer was hospitalized on (B)(6) 2017 with blood glucose level 52 mg/dl at the time of hospitalization and current blood glucose level was 189 mg/dl. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was over delivering insulin. No harm requiring medical intervention was reported. The customer will continue to use the device.